Manufacturer narrative:
The reporter mentioned that they performed an inadequate sample dilution using a dilution factor of 1:100 instead of 1:10. Product labeling states: "samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10 (automatically by the analyzers). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml). After dilution by the analyzers, the software automatically takes the dilution into account when calculating the sample concentration. The endogenous analyte concentration of the diluent (< 220 pmol/l or < 60.0 pg/ml) is not taken into account for dilutions above the measuring range." Quality control measurements performed by the analyzer are acceptable. The investigation could not identify a product problem. The investigation determined that the issue was consistent with a user error due to incorrectly performed sample dilution.

Manufacturer narrative:
Precision studies were performed on the analyzer and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples with elecsys estradiol iii on a cobas e 411 analyzer (rack system). On (B)(6) 2022, a sample from patient 1 and patient 2 was tested on the cobas e 411 analyzer resulting in values above 3000 pg/ml. All 4 samples were rerun using a dilution of 1:100 resulting in values above 4000 pg/ml. The samples were frozen and thawed two days later to rerun. The samples were rerun without being mixed using a dilution of 1:10 and resulted in values below 3000 pg/ml. A second rerun was performed after the samples were mixed and diluted 1:10, resulting in values above 3000 pg/ml. These results matched the clinical pictures of the patients. The exact values could not be provided. The questionable results were reported outside of the laboratory. The estradiol reagent lot number and expiration date were requested but not provided.